Event description:
The user_s hearing performance is affected. It remains unknown if a trauma occurred; however, the user_s parents did not report any specific one.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, one channel showed hi impedance already for undetermined reasons, before the total loss of hearing. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bilaterally implanted user presented to the clinic because of inability to hear with device implanted on left side, which was only noticed when the audio processor on the contralateral side stopped functioning. No specific trauma event is known but should not be ruled out.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The bilaterally implanted user presented to the clinic because of inability to hear with device implanted on left side, which was only noticed when the audio processor on the contralateral right side stopped functioning. No specific trauma event is known. There have been no changes in health or medication. Re-implantation is considered but no date has been scheduled yet.